Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The custom reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020 or (B)(6) 2020 with blood glucose value of 22 mmol/l. The customer stated they were treated with intravenous glucose and food. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active. Customer stated that they did not allege the insulin pump was over delivering the insulin. Customer stated that they performed the self-test and displacement test and both test were passed. The device will not be returned for analysis.

Manufacturer narrative:
The information about the date of event has been updated which was not included with the initial report. The information has been provided with this report. (B)(4).

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).